Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had bent guard. No other information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the device had a bent guard. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher two times as documented in the repair reports. The last repair was february 17, 2017 where it was reported that the device does not pull the carrier through and the damaged comb and gears were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on march 13, 2018 revealed that the calibration and test mesh could not be performed due to the bent comb. The roller and roller gear were also damaged. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, comb, and gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection revealed that the comb was bent on the device. While during the initial inspection it was noted that the pre-test on the device could not be performed due to the bent comb, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event cannot not be specifically determined. No further conclusions can be drawn from the complaint history review that warrants further action.